Event description:
During a banding procedure the physician used a wilson-cook six shooter saeed multi-band ligator. The bands would not deploy, causing the endoscope to torque. No injury to the pt was reported.